Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 17-jan-2018 a field service engineer (fse) confirmed that the reported event of a clogged tubing line. The fse proceeded to perform preventive maintenance on the g8 and cleaned the clogged line. The fse calibrated, ran quality controls and precision on the g8 instrument, which passed. No further action was required by the fse. The g8 was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number 11148111, from 16-dec-2016 through 16-jan-2018. There were no other similar events reported during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was due to a clogged tubing line.

Event description:
On (B)(6) 2018 a customer reported receiving 100 pressure high error message after installing a new column on the g8 instrument. The customer reported seeing a blockage between the output side of the prefilter to the input side of the column. The customer is unable to run patient samples on hemoglobin a1c (hba1c). A field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.